Event description:
It was reported that the shaft was fractured. The 90% stenosed target lesion was located in the non-tortuous but mildly calcified left anterior descending branch. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During the attempts to advance the device towards the lesion, it was noted that the shaft fractured at the part outside the patient. The device was completely removed. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break 57cm distal to the distal end of the strain relief. Visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. No other device issues were identified.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the shaft was fractured. The 90% stenosed target lesion was located in the non-tortuous but mildly calcified left anterior descending branch. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During the attempts to advance the device towards the lesion, it was noted that the shaft fractured at the part outside the patient. The device was completely removed. The procedure was completed with another of the same device. There were no patient complications.